Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product evaluation was performed which indicated the following information. The material of the probe is extra hard (B)(4), which is an appropriate material for an instrument of this type. To further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the slider and protects the needle when not in use. The sleeve was not returned with this instrument and it cannot be determined if it was used as recommended. It is concluded that the design is adequate for the intended use and the occurrence and severity are within those defined by the product risk analysis. Therefore, there is nothing to indicate a design issue. The returned device was manufactured in march 2006 and is over 6 years old and shows evidence of extensive use. Since depth gauges are used regularly and repeatedly, the actual complaint rate with respect to use is significantly lower. The returned device was manufactured in march 2006 and is over 6 years old and shows evidence of extensive use. To further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the slider and protects the needle when not in use. The sleeve was not returned with this instrument and it cannot be determined if it was used as recommended. It is concluded that the design is adequate for the intended use and the occurrence and severity are within those defined by the product risk analysis. Therefore, there is nothing to indicate a design issue and this complaint is invalid. The device history review revealed no nonconformances are associated with this complaint. The instrument is checked visually and functionally 100% at manufacture and passed.

Event description:
During a procedure for an ankle fracture, the tip of depth gauge broke off. The broken tip was retrieved. Another depth gauge was used to complete the procedure.